Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8590-9 lot# n260793, implanted: 2011 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was further reported that the pump pocket was revised to reduce the depth of the pump. The depth of the pump was now less than 2.5cm deep. It was noted that the pump reservoir was empty despite reservoir volume supposed to be 10ml. The reporter stated this was presumably due to a pocket fill.

Event description:
It was reported that there was difficulty filling the pump that culminated in a pocket fill. The patient had felt ¿very medicated¿ during the refill and became unresponsive. She was sent to the emergency room where she was hospitalized and treated for an overdose. It was stated that the patient was brought into the office on the day of report. At that time, the physician aspirated 0ml of fluid back from the pump under fluoroscopy. He used the longest needle to get access and inserted the needle into the hub as far as it would go. He then injected 7ml of normal saline and withdrew all 7ml back out to ensure that the needle was completely inside the pump reservoir. It was indicated that the physician then slowly filled the pump with 20ml of the prescribed morphine while aspirating back multiple times. At the time of report, there was no patient injury. The physician recommended that the patient go back to the surgeon to revise the pocket, so the pump was not as deep, and prevent future complications with refills. On the next day, it was reported that the healthcare provider (hcp) who performed the prior week¿s refill might have filled the pump pocket instead of the reservoir. A few hours after the refill, the patient became somnolent, was sedated, and her breathing slowed. The patient subsequently went to the emergency room where she was given narcan, came to, and recovered. On the day prior to report, the physician brought the patient back in; she was alert and oriented at that time. The reporter believed that the patient had recovered from the prior week¿s incident. When he accessed the pump, he was only able to withdraw about 0.2cc of fluid, which reportedly confirmed the suspicion of a pocket fill. The physician then put 6cc of saline into the reservoir and drew it back out. He was confident that he was in the reservoir, so he refilled the pump with 40ml of medication. The patient then went home, but several hours later became dizzy and somnolent. It was indicated that the patient was having similar effects to that of the prior week, though to a lesser degree. The reporter advised the patient to go back to the emergency room. It was indicated that there had not been any pump alarms. It was noted that the patient was ¿kind of a deep stick¿ and the hcp had to ¿almost bury the needle to access the port¿ for refills. It was stated that the same pharmacy had been used for all of the patient¿s refill medications with exception of the medication used on the day prior to report. The device system was used to deliver morphine and clonidine. Additionally, the patient took oral morphine to help manage her pain. On the following day, it was reported that the patient¿s symptoms were caused by a pocket fill. Troubleshooting was performed by bringing the patient in during the following week and verifying that there was no medication in the pump reservoir.